Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection, there was bleeding from the staple line after firing the device. Surgeon had to cauterize the staple line to complete the bleeding. There was no patient injury.